Manufacturer narrative:
Insulin pump was received with frozen display due to moisture damaged on lcd board. No blank display or moisture damage keypad traces noted. Unable to perform functional testing or verify battery out limit alarm due to frozen display. Unit had moisture damaged on motor assembly, cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer jumping into a swimming pool. Customer reported that as a result, insulin pump received a battery out limit alarm when battery was change, and display screen went blank. Customer's blood glucose was 125 mg/dl. Customer was advised that insulin pump would need to be replaced.